Manufacturer narrative:
(B)(6). The product was returned with the membrane completely unfolded with no blood visible on the catheter. A catheter tubing kink was observed near the y-fitting at approximately 75.9cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00256, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.